Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "entire 3rd row of key press (soft keys: 0, 1, 2, 3) does not respond to button press" was not reproduced. Evaluation performed keypad testing twice and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Keypad buttons, 0, 1, 2 ,3 works as expected. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's entire 3rd row of key press (soft keys: 0, 1, 2, 3) does not respond to button press. There was no patient involvement. No additional information is available.